Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. According to the clinical, patient had hematoma, pain in the arm, low platelet count, and tested positive for hit. The most likely cause of the minor access site bleeding was the patient's hit condition. The cause of the pain at the insertion site and the thrombocytopenia was not determined due to insufficient clinical details. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient was on impella 5.5 support due to needing a bridge to a transplant. While on support, the patient had pain and soreness from the insertion site. There was also a hematoma noted and pressure dressing was applied. Additionally, the patient tested positive for heparin induced thrombocytopenia. Heparin was paused and bival was added.